Manufacturer narrative:
The reagent lot number was 672328 with an expiration date of 31-jan-2024. The calibration and qc data were acceptable. The investigation is ongoing.

Event description:
There was an allegation of a questionable gluc3 (glucose) result for one patient from the cobas pro c 503 analytical unit. The initial result was 211 mg/dl and was reported outside of the laboratory. The patient questioned the result and the repeat result was 2.26 mg/dl. The customer then re-centrifuged the sample and retested an aliquot. The repeat results were 93.4 mg/dl and 92.5 mg/dl. The result of 93 mg/dl was believed correct and reported.

Manufacturer narrative:
The investigation determined the event was due to a reagent carry-over issue.